Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation carried out in the two contested screwdrivers has shown that the front is completely broken off due to massive upper torsion. It is possible damage was caused by the use of the fixed t-handle, as it allows greater torque. The fracture surfaces are homogeneous, indicating proper material quality. Also after checking of the material information and the hardness specifications, there were no deviations from the specifications. No product errors were detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The tips of the screwdrivers broke off. This 2 of 2 report for complaint (B)(4).